Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: the black box showed multiple power on reset events recorded on (B)(6) 2016. The returned battery cap was undamaged and able to fit to maintain electrical connection. The pump powered on; there was power to the pump as evidenced by fully operational audible alarm, vibratory alarm and a clear, legible, fully illuminated display screen. All of the keypad buttons were unresponsive to user input. Complete investigation of the pump was not possible due to the unresponsive condition of the keypad buttons. The keypad rubber was undamaged. The keypad was removed and no contamination or damage was found to the button contacts. The pump¿s cover was removed revealing moisture on the printed circuit board and on the keypad connector. The battery compartment was cracked from threads down to the case seal on the side. There was moisture corrosion observed on the display screen inside the pump. A leak test failed due a battery compartment leak.